Event description:
It was reported that a physician was having difficulty turning on his handheld device. The handheld device had not been used for two years nor was it plugged into charge during that time. The physician plugged in the device thirty minutes prior to a programming session however, after that time, he was unable to get the device to turn on. The physician was sent a replacement handheld device and was asked to send the old handheld back to the manufacturer for analysis. Good faith attempts to have the product returned have been unsuccessful to date.